Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. Mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All information was investigated and reported single leaflet device attachment (slda), per the physician was related to the patient morphology/pathology (anterior leaflet flail). The reported mitral regurgitation/mr was likely due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 degenerative mitral regurgitation (mr). One clip was implanted, reducing mr to grade 1. On (B)(6) 2020, echocardiogram confirmed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 3-4. On (B)(6) 2020, a second mitraclip procedure was performed. One clip was implanted, reducing mr to 1. No additional information was provided.